Event description:
It was reported that the pump under delivered and that the medication bag was approximately 80% full and did not infuse. It appeared that 1-2 hours of medication infused only. Total reservoir volume was 113 ml at a rate of 2.5 ml/hour. Medication bag was 150 ml. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.